Event description:
During a shoulder arthroscopy with glenohumeral debridement acromioplasty distal clavicle resection, it was noted that there appeared to be minute metal shavings in the space/wound. Irrigated copiously until clear.